Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip was being used on an unknown date during a robot assisted prostatectomy procedure when it was reported ¿towards the end of the operation, the surgeon discovers that there are small pieces of plastic lying freely in the abdomen. The pieces are picked up with a laparoscopic forceps and when all ports are removed, they see that pieces are missing from the airseal port. They patch the pieces together to see that nothing is missing and comes to the conclusion that all the pieces are there and nothing is left in the patient.". The procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. A root cause cannot be determined, however, based upon the photos, the likely root cause of the failure is due to misuse, including the use of sharp objects and excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer, that ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip was being used on an unknown date during a robot assisted prostatectomy procedure when it was reported ¿towards the end of the operation, the surgeon discovers that there are small pieces of plastic lying freely in the abdomen. The pieces are picked up with a laparoscopic forceps and when all ports are removed, they see that pieces are missing from the airseal port. They patch the pieces together to see that nothing is missing and comes to the conclusion that all the pieces are there and nothing is left in the patient." The procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.